Event description:
Drive mechanism lever which activates the 5th wheel at the bottom gave way during a turn causing the stretcher to go in opposite direction. When user tried to stop the stretcher, he incurred a herniated disk and torn sacral iliac joint ligament.